Manufacturer narrative:
H3: analysis found that visually, there was contamination on the outside diameter of the cuff balloon. Under magnification, there were small voids in each of the four trace pads. Each of the wire harness electrodes were stripped for further analysis. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 56.9 ohms (blue), 56.4 ohms (blue with white stripe), 87.8 ohms (red), and 52.5 ohms (red with white stripe) which all electrodes were in specification. Console functional testing could not be performed due to the cut wire harness. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint since functional testing was not possible. H6: previously added imdrf annex codes b17, c20 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery, the nim vital was making excessive noise. No troubleshooting helped. The team brought in an old nim 3.0 and the issue persisted. It was determined it was likely the tube that was the issue. There was a surgical delay of 30 minutes. There was no patient impact. There was another case shortly after in the same room and they had no issues with the nim vital. The normal monitoring was possible for stimming purposes. Using the stim probe would work. They were unable to use for background monitoring as it was continuous. Tube was checked. Wires were swapped on pi box (channels 1 and 2) but issue did not resolve. Electrosurgical unit was present but far away. It was in same position it is always in. Same spot for the following surgery with no issue. Electrosurgical equipment was not used at the same time that stimulus was being delivered for monitoring. No nim system components, including the electrode wires, cross or lie alongside any of the electrical equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 : previously added imdrf annex code d16 is no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.